Event description:
It was reported that the patient was getting an MRI involving the liver that was unrelated to the device therapy. The patient was in the hospital but it was unknown the reason for the hospitalization or if it was related to the spinal cord system (scs). The patients scs system hadn¿t been working but did not know how long this had been an issue. It was unclear exactly what the patient meant that the scs was not working. Apparently the patient no longer had their patient programmer. They were going to meet the patient to discuss further. Information regarding the hospitalization and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).